Event description:
It was reported that oversensing of noise was observed on the right ventricular lead. The lead was explanted and replaced. The patient was fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. A partial lead with the distal tip measuring 51.0cm was returned for analysis. External insulation abrasion was noted at 45.5-46.0cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observation of noise.